Event description:
It was reported that the patient believed, they had a kidney infection that started about a week prior to the report. The patient could not go to the bathroom and they wanted to increase stimulation. The patient was walked through using their programmer and increased their stimulation from 1.7 to 1.9 in program 3. Follow-up with the patient¿s doctor indicated that perioperative antibiotics were administered. The patient did not have meningitis. The patient¿s urine was noted to be dark and cloud and they experienced frequency. A culture was obtained and e. Coli and enterococcus faecalis were cultured. The patient was given intravenous and oral antibiotics. It was noted that the patient had a history of urinary tract infections prior to implant and had chronic urinary retention. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID 3093-28, lot# va06neq, implanted: 2015 (B)(6); product type lead. (B)(4).

Event description:
Additional information received reported that the patient received assistance from their health care provider (hcp) on (B)(6) 2015. The patient was still having concerns regarding their device or therapy but was working with her hcp on (B)(6) 2015. If additional information is received, a follow-up report will be sent.